Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2017-00459, reference MFR. Report: 1627487-2017-00460. Follow-up identified the patient underwent surgery during which the patient's thoracic leads (device 1) were explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2017-00459, reference MFR. Report: 1627487-2017-00460. The patient has two thoracic leads with the same lot number, and two peripheral (off-label) leads. It was reported the patient discontinued using the system few years ago due to ineffective stimulation. Reprogramming could not be performed due to an inoperable ipg (reference MFR. Report: 1627487-2017-00462). Surgical intervention is planned to address the issue.